Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No cgm or bg readings were provided. On (B)(6)2025, the patient was symptomatic and experienced dizziness, and suddenly loss consciousness and fell. An unspecified amount of time later, the patient regained consciousness and removed the sensor. The patient confirmed she did not receive any alerts prior to losing consciousness and no fingerstick glucometer comparison or treatment were performed to stabilize her blood glucose throughout the event and she was doing well. The patient uses the omnipod dash pump for insulin delivery and did not use the pump prior to the inaccuracy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). 3004753838-2025-055725 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient did not lose consciousness. The patient was dizzy and bumped into a wall and fell. She got up herself, was un-injured and removed teh sensor and recovered with no treatment. This allegation does not meet the criteria of a reportable serious adverse event or a reportable event as there were no values for comparison for the peg zone.

Event description:
There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.